Event description:
Physician was performing laparoscopic radical prostatectomy with robotic assistance- intuitive surgical da vinci device- when during the procedure, a light bulb on the control tower exploded. Glass from the explosion ended up on to the wall of the o.r. The control tower went dead and the procedure could go no further. The robot was moved away from the pt and the procedure was converted to an open radical prostatectomy. The pt received three blood transfusions during the surgery. His heart rate went up to 190. After surgery, he spent two days in intensive care and another two days on the cardiac care floor.